Manufacturer narrative:
The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via log file analysis which revealed one controller power-up and associated pump start event was logged on the controller on (B)(6) 2017 at 12:30:13, indicating a loss of power to the controller. The pump off time was approximately 10 minutes and 25 seconds. Of note, it was reported that while changing one power source, the nursing staff noticed that the other power source was disconnected. The power supply was reconnected, and the controller started up again. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the reported "no sound" of the no power alarm was not confirmed. An internal investigation was initiated to capture events involving the controller losing power. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported ¿no sound" of the no power alarm may be attributed, but not limited to, a faulty component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced dizziness due to a controller disconnection. The nursing staff was changing the power source for the controller from the battery to the ac adaptor and noticed that the screen went blank. They checked the power connections and noticed that the other power source was disconnected. The power supply was reconnected and the controller started up again. The controller was exchanged. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date MFR received date for initial report is 2017-09-19. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was no power alarm associated with the controller screen turning blank.